Event description:
The pt with known coronary disease presented with antecedent chest pain prior to dialysis for which they took 1 nitroglycerine tablet. The pt came to the facility, and received o2 at 2 l/min sitting in the dialysis chair prior to inception of treatment, and took another nitroglycerine tablet. Stating that their pain was improving, pt requested to start their dialysis. Treatment was uneventful for three hours. Thereafter, the pt was noted by nurses to be unresponsive, had jerked their arm upward and dislodged their venous needle from their vascular access. Over 200 cc's of blood was noted underneath the pt's chair, although the blood pump on the machine did not stop. The pt had the blood remaining in the extracorporeal circuit returned through the arterial needle immediately by the staff, and initially, their vital signs improved with a palpable pulse and repsirations. Pt became cyanotic rapidly thereafter, however, and suffered cardio pulmonary arrest. Rapid institution of CPR by emt's ensued, who transported the pt to a local hospital, where pt was pronounced dead on arrival. An autopsy was not performed. Given the pt's long cardiac history, antecedent chest discomfort, and insight obtained from discussion with the pt's primary and covering physicians, one possible explantation for this arrest is an ischemic or arrhythmic event. The dislodging of the venous needle and the approximately one unit blood loss occurred concomitantly, but it is unclear whether they contributed to or were causally related to the cardiac event. Exacerbation of the pt's cardiac problem due to blood loss cannot be excluded, however, nor can hemodynamic destabilization related to volume loss (the latter, however, is less likely). Of note, the venous line neither alarmed nor shut off, causing loss of approx 200 cc of blood.